Event description:
It was reported to philips that the system was unable to boot. The user had to perform multiple restarts to boot the system up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as expected. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not fully booting. Upon troubleshooting, the rse discussed the issue with cath lab staff, and a reset was attempted using the hospital mains power wall breaker. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.